Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Report source: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician. The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit device was implanted during a procedure performed on an unknown date. According to the complainant, on (B)(6) 2018, a mesh erosion was identified. Subsequently, a segment of the mesh was removed on (B)(6) 2019. Attempts to obtain additional information surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.